Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of strips. Meters unit of measure is selectable and is set to mg/dl. Did not observed the meters unit of measure as mmol/l. The complaint is not confirmed.

Event description:
A customer reported that his adc blood glucose meter changed units of measurement from mg/dl to mmol/l when he replaced the battery ''2-3 months ago'' (date not provided). The customer reported that a couple of months ago on an unspecified date, he went to the emergency room because ''he was not feeling good.'' The customer stated he knew his blood sugar was high, but was unable to use his meter to check it because it was ''reading in decimals.'' In the ER, the customer was treated with insulin via injection. The customer remained in the ER until his blood sugar ''went down and he felt better'', and was discharged to home. No readings or diagnoses from the ER were provided as the customer declined to complete troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter changed units of measurement from mg/dl to mmol/l when he replaced the battery "2-3 months ago" (date not provided). The customer reported that a couple of months ago on an unspecified date, he went to the emergency room because "he was not feeling good." The customer stated he knew his blood sugar was high, but was unable to use his meter to check it because it was "reading in decimals." In the ER, the customer was treated with insulin via injection. The customer remained in the ER until his blood sugar "went down and he felt better", and was discharged to home. No readings or diagnoses from the ER were provided as the customer declined to complete troubleshooting. There was no report of death or permanent injury associated with this event.